Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the olympus service center for evaluation and the customer's reported issue was not confirmed. Based on the results of the investigation, the image was not displayed was not reproduced. A definitive root cause for the no image could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had a communication error where there was no image being displayed. The issue was found during preparation for use. The issue was found during an unspecified procedure that was completed using a similar device. However, the procedure was delayed for about 10 to 15 minutes. The patient was not impacted and there was no medical intervention required due to the delay. There were no reports of patient injury or medical intervention associated with this event.